Manufacturer narrative:
The dialyzer was not returned for analysis.

Event description:
Two hours into a hemodialysis treatment, the nurse observed a dialyzer blood leak. The patient was hospitalized and it was reported the patient's lab work revealed an elevated wbc with negative blood cultures. The patient was discharged home the following day, and resumed regular thrice weekly hemodialysis treatments in this clinic. The clinic does not believe that a gambro product caused or contributed to this patient event.